Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were still intact and all cases were in excellent conditions. The device history report showed there was a pump motor drive phase b post error in history. The device was tested using the start up / self test and multiple flow and occlusion testing. The issue was not replicated but the main battery was left uncharged while operating. Due to the low battery advisory found in history. This was observed in history just after the failed error. The root cause was attributed to customer induced. The tech plug the pump into ac power before turning the pump on. Customer should be advised that this alarm can occur if the pump is not plugged into the ac power during power up, and the battery is nearly depleted (see medfusion model 4000 series technical service manual page 55). Perform pm and all other functional testing of the pump. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the motor phase b post. No patient injury reported.